Event description:
Received information regarding multiple cartridge alarms (cartridge alarms 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.